Manufacturer narrative:
Unit was not received in manufacturing mode. Unit was received with missing retainer. Unable to perform displacement test due to missing retainer. The p-cap/reservoir set does not lock in place properly. Unit was received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, slightly damaged keypad overlay texture at left edge portion of overlay, cracked case on battery tube area, partially broken off battery tube threads, peeling end cap address label and slight corrosion in battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that her son's insulin pump had damage to reservoir lip and clear piece was totally gone. Customer had crack on reservoir lip and reservoir was unable to lock in place. Customer advised to discontinue use of the pump and revert to backup plan. Customer's blood glucose was unknown at time of incident. Insulin pump will be return for analysis.